Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected after a few days of being implanted. The condition of the device was noted while the patient attended an appointment. A revision surgery was performed, upon examination a hole in the right cylinder was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly inspected and analyzed. Microscopic analysis noted wear at a fold in the middle of the cylinder. The cylinders pass leakage testing. Inspection of the remainder of the device found no anomalies. The reported cylinder hole and device mechanical issue could not be confirmed. Based on the analysis results, no device problem was detected that would have caused or contributed to the reported clinical event.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected after a few days of being implanted. The condition of the device was noted while the patient attended an appointment. A revision surgery was performed, upon examination a hole in the right cylinder was found. The device was explanted and replaced. No patient complications were reported.